Event description:
Caregiver states that the patient had a hypoglycemic event and attempted to use the aviva meter the day before, but was unable to obtain a result due to no power to the meter (dead battery). Patient was shaky, sweaty, and weak the next morning. The caregiver gave the patient some juice and 3 glucose tablets. Patient felt better within 15 minutes. After treatment, the caregiver attempted to take another result, but received an error message (e-9). Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.